Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. The patient began feeling ill and went to the emergency room. The patient's ketone levels were measured and they were at 1.6 mmol/l (28.8 mg/dl). The patient was not treated with insulin at the ER as she gave herself multiple corrections prior to the ER visit. They were given water and kept for observation for 2 hours. Their bg levels dropped down to 9 mmol/l (162 mg/dl) and they were discharged.